Manufacturer narrative:
A ge rep directed the customer over the phone in replacement of the monitor cable. System operates as intended.

Event description:
The customer reported the system would intermittently display a black screen and fail to fluoro. No pt injury was reported.